Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: crossflow pump was running hot and was without function. At the site where the outflow cassette is inserted it is getting very hot and there's a burnt smell. Repeated error message e10 outflow pump motor defective. The failure identified in the investigation is consistent with the complaint record. Manufacture date is not known. (B)(4). The probable root cause could be a defective outflow motor.

Event description:
It was reported that the crossflow pump was running hot and as a result the case was converted to open surgery.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the crossflow pump was running hot and as a result the case was converted to open surgery.